Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed that the system was not booting up. During troubleshooting, the rse found that the host pc hdd was not detecting and while booting the host pc, the system kept showing error message ¿select the proper boot device¿. The philips field service engineer (fse) inspected the system onsite and determined that the host pc hard disk failed. The fse replaced the hard disk of host pc, restored ghost image backup and recreated image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's host computer was not fully booting, stalling on a boot device menu. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation into this complaint.